Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4)¿ the dentist reported that 7 days after the dental implant was installed in intraoral region 22#, its non-osseointegration was observed. Moreover, 15n.cm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type IV).